Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter: occurred during a laparoscopic davinci radical nephrectomy. On the third firing, the reload did not fire. The surgeon was able to press the green button and squeeze the handle. The case was completed using a new reload. No patient injury.